Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was changing her infusion set and was trying to prime her insulin pump but no insulin was coming out. She removed the reservoir and could not get the insulin pump out of the rewind prime mode. Her blood glucose level was 163 mg/dl. The act button was unresponsive. She received a failed battery alarm. The product will return. Nothing further to report.

Manufacturer narrative:
One opened/used reservoir was evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoir was not occluded.